Manufacturer narrative:
The received device had the needle mechanism deployed. The formed needle was visible in the exposed portion of the soft cannula and the slide retract did not fully retract. Deep score marks were observed on the reservoir in the linkage assembly's rotational path, indicating interference between the linkage assembly and the reservoir. This resulted in a failure of the needle mechanism to fully retract the needle after deployment and contributed to pain during insertion. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract. The pod was worn for between 1 and 4 hours.